Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon a defibrillation threshold (dft) test for this implantable cardioverter defibrillator (ICD), a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery an open circuit condition. It was noted this patient had to be externally rescued and this patient will be scheduled in the future revision. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted. A new device was implanted which remains in service. This ICD is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon a defibrillation threshold (dft) test for this implantable cardioverter defibrillator (ICD), a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery an open circuit condition. It was noted this patient had to be externally rescued and this patient will be scheduled in the future revision. No additional adverse patient effects were reported.